Manufacturer narrative:
Concomitant medical products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4).

Event description:
A lead issue was reported. Patient reported the device didn't work, a scan was performed and lead was found to had migrated/shifted. Patient had system replacement in 2013. There were no trauma/falls reported. During the revision , there were no allegations of system use issue. Patient stated device and leads were replaced. Event date was november 2012. Patient stated a manufacturer representative was present and recommended revision. Caller could not remember date. Patient does not have current managing physician. Patient saw healthcare provider for 2010 implant and then was referred to another healthcare provider for system replacement in 2013. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.